Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery. The locking compression plate (lcp) proximal humerus plate, three (3) locking screws, and three (3) cortex screws were removed. This was due to the patient falling and re-breaking the arm on (B)(6) 2018. The original implant date was (B)(6) 2018. There was no reported failure of the plate and screws. The devices were removed successfully without any issues. There was no patient consequence and no surgical delay reported. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part: 241.901; lot: 3438435; manufacturing site: (B)(4), release to warehouse date: may 21, 2010. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.